Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device would intermittently not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the video provided by the customer. However, the device was put through extensive testing including bench handling, power cycling and functional stress testing without finding a malfunction or similar discrepancy. Review of the video provided did observe the unit having a hard time powering up when the power button was being pressed; however, the device did eventually power on after multiple button presses. It's difficult to determine the amount of force being asserted on the actuator based on video. The monitor board and the front enclosure were replaced as a precaution and were scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.